Event description:
It was reported that balloon rupture occurred. The patient underwent percutaneous coronary intervention. The target lesion was located in the left anterior descending artery. A 2.50mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during the fifth inflation at 12 atmospheres for 15 seconds, the balloon ruptured. The device was removed without any problem, and no damage was noted on the device. The procedure was completed with a different device. There were no patient complications, and the patient condition was good post-procedure.

Event description:
It was reported that balloon rupture occurred. The patient underwent percutaneous coronary intervention. The target lesion was located in the left anterior descending artery. A 2.50mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during the fifth inflation at 12 atmospheres for 15 seconds, the balloon ruptured. The device was removed without any problem, and no damage was noted on the device. The procedure was completed with a different device. There were no patient complications, and the patient condition was good post-procedure.

Manufacturer narrative:
Investigation results: device analysis findings: the device was discarded and will not be returned for analysis; therefore, a technical analysis could not be performed. Device history record review: it was confirmed that this device met manufacturing specification prior to distribution and there are no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review table. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a most probable investigation conclusion code of cause not established, based on the limited information provided and also considering the device did not return for analysis. This conclusion code is based on the available information and the review conducted at the boston scientific site. The complaint device was discarded at the facility and did not return for analysis. Patient anatomy and procedural details were unavailable. Without media attached to the complaint information or the device returned for analysis, a clear conclusion cannot be determined, and the allegation cannot be confirmed.